Manufacturer narrative:
(B)(4). Additional information: based on the received information, the patient had an impact to the implant side. Three channels turned into hi status, however should not affect the patient's hearing perception greatly. Damage to the active electrode due to the reported accident is assumed.

Event description:
The patient had an impact to the head which resulted in swelling and one channel gaining high impedance status. The latest visit now shows that the patient has 3 channels with high impedance status. The CT scan performed does not show any damage to the implant. An integrity test was performed, this showed the same data as previously seen, 3 channels showing high impedance status. As no behavioural changes have been observed, the clinic plan to wait and observe the patient.

Manufacturer narrative:
(B)(4). The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The electroe was accidentally pulled out of cochlea on (B)(6) 2015. The patient was re-implanted on (B)(6) 2015.